Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that balloon tear occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during procedure, the balloon was torn. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. It was further reported that balloon was inflated twice at 18 atmospheres (atm) for 5 seconds and 20 atm for 3-5 seconds respectively. However, during second inflation at 20 atm for 3-5 seconds, the balloon ruptured.

Event description:
It was reported that balloon tear occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during procedure, the balloon was torn. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. It was further reported that balloon was inflated twice at 18 atmospheres (atm) for 5 seconds and 20 atm for 3-5 seconds respectively. However, during second inflation at 20 atm for 3-5 seconds, the balloon ruptured.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon tear occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during procedure, the balloon was torn. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.